Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: it was found all their synream reamer heads had traces of corrosion on them. No further information is available. This is 5 of 22 reports.

Manufacturer narrative:
Device used for treatment. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. The visible traces can be easily removed. Therefore we can define, that this is an accretion of contact corrosion. According of corrosion can be generally said, that all materials also so called stainless stells are conditionally resistant to rust. The rust resistant applies only if the material is stored dry and is free of contact with other metal objects. All metallic contacts in damp or wet conditions produce electrolytic reactions with contact corrosion as result. That is normal wear and tear. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.